Manufacturer narrative:
Continuation of d10:  ddpa2d4; ICD implant date: (B)(6) 2026; 6935m62 lead; implant date: (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that at the implant procedure, when testing the leads, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing and far field t-wave oversensing (fftwos) and the right ventricular (rv) lead exhibited p-wave oversensing (pwos). Theywere not sure if this oversensing was related to programming artefacts on how the leads were programmed.  It was noted that when the ra lead was disconnected from the device there were no more pwos or ffrws.  Reprogramming for both leads were done during the procedure for optimization which eliminated the ra lead¿s ffrws/fftwos and the rv lead¿s pwos. It was noted that they felt the rv lead was in the rv but not fully so they noted for the rv lead to never attempt the integrated bipolar rv sensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing due to far-field r-waves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.